Manufacturer narrative:
Complaint confirmed. Upon visual evaluation, it was noted that the tip of the inner tube had broken off at the weld. Cause is undetermined.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported on 01/23/2023 by a arthrex employee via sems that an ar-8400cre burr broke off in the joint case involvement, device broke during use. While shaving an osteophyte during ope of an ankle joint, it broke off from the tip. All debris was removed. Used another companies' product and the case is completed.